Manufacturer narrative:
(B)(4). The customer reported the suspect component is available for analysis and an return good authorization (rga) has been issued. At this time, carefusion has not received the suspect component for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit displays low peak inspiratory pressure, low minute ventilation, and high rate alarms. The customer reported the events log show transducer fault occurred. The issue occurred during patient-use. The customer reported the suspect device was replaced with another working ventilator. The customer reported there is no patient consequence associated with the event.

Manufacturer narrative:
The carefusion failure analysis laboratory received the suspect main printed circuit board assembly for investigation. An investigation was performed and the reported issue was unable to be duplicated. The main printed circuit board assembly was operating per specification.